Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy with sleeve resection procedure, an incomplete staple occurred after a white sureform 30 reload was fired with a sureform 30 curved-tip stapler instrument on a branch of the pulmonary artery (pa). This resulted in bleeding which was noted to be easily controlled via unspecified means. The procedure was completed robotically as planned.

Manufacturer narrative:
The white sureform 30 reload involved with the reported event was not received for failure analysis investigation. The sureform 30 curved-tip stapler instrument used during this procedure was received for failure analysis investigations. The instrument was tested on an in-house system and passed all tests but failed to engage onto the test system. The instrument otherwise passed initialization, moved intuitively, and fired successfully. A review of the stapler logs for this procedure showed the sureform 30 curved-tip stapler instrument was installed on the system once, and fired one white sureform 30 reload. The stapler clamp was successful, and the firing was completed with no issues observed in the logs. The instrument was then removed and not used again in the procedure.